Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right ventricular (rv) channel resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. Additionally, the pace impedance measurements had fluctuated between 600 and 2,000 ohms. There was no asystole observed as the patient was in normal sinus rhythm. The physician suspected pocket anomaly that led to lead damage. It was alleged that the lead was fractured. The noise was able to be reproduced with pocket manipulation. The patient underwent a revision procedure and this lead was surgically capped. Attempts to obtain additional information regarding the clinical observations were performed however, no further information was made available to boston scientific.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory only the proximal segment of the lead was returned. The lead was severed which likely occurred during the explant procedure at 16.5 centimeters from the is-1 terminal pin. The portion of the lead returned was electrically continuous. The reported observations were unable to be reproduced and/or confirmed during laboratory testing.